Event description:
A customer contacted stryker to report that a pair of their electrodes is defective and unusable. This issue has the potential to either delay, or prevent, defibrillation from being delivered.  There was no patient involved in the reported event.

Manufacturer narrative:
The customer's electrodes will be returned for the evaluation. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer¿s electrodes at the product assessment center (pac) and verified the reported issue. The red handle was detached from the pouch assembly. The cause of the reported issue was determined to be due to the manufacturing of the product. The customer received a warranty replacement electrodes. The customer's electrodes are archived by stryker.

Event description:
A customer contacted stryker to report that a pair of their electrodes is defective and unusable. This issue has the potential to either delay, or prevent, defibrillation from being delivered.  There was no patient involved in the reported event.